Event description:
Health professional reported removal of a lap-band system due to alleged reflux, gastric obstruction and scar tissue. Event was first noticed when pt complained of "reflux," so a health professional "removed all fluid." F/u info: health professional believes the reflux, obstruction, and scar tissue are caused by the lap-band. Health professional added that the obstruction was located at the "scar tissue between stomach and liver" and pt was "vomiting." Diagnostic testing performed for the "vomiting" showed "malpositioning of the lap band. Band is tilted and positioned more inferiorly than usual." Health professional also noted that reason for explant surgery was to treat nausea, vomiting, and gastric obstruction. During the explant surgery, the surgeon observed "dense adhesions" and decided that they would be unable to "replace the lap band, and would have to remove it given all the densities of tissue." Symptoms have resolved.

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual exam may confirm or determine another connector type associated with this report. Scar tissue, band slippage, obstruction, reflux, adhesions, nausea and vomiting are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of band slippage, obstruction, nausea and vomit as follows: "slippage of the band can occur. Gastro-esophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal." "If there is total stomal outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated."